Manufacturer narrative:
Per email, customer states product folds over itself when patient is moved, or bed is moved. Was given new bovie pad when it folded over and stopped working. When it was removed, it was a bright red, not a burn but skin irritation from removal of the pad. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per email, customer states product folds over itself when patient is moved, or bed is moved. Was given new bovie pad when it folded over and stopped working. When it was removed, it was a bright red, not a burn but skin irritation from removal of the pad.